Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. One opened sample and twenty sealed representative samples were available for evaluation. Visual inspection noted an opened sample was precluded as the needles were returned already detached. While the representative samples, the breathable pouch was opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breaking or fraying was noted while handling/loading the suture into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the needle disengaged from the suture. The load force at the point of detachment was measured and were found to meet ep mean and individual specifications. It was reported that the suture broke at the connection of the needle and thread while suturing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends, breaks, or damage the connection between the needle and suture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h3. Evaluation summary: medtronic conducted an investigation based upon all information received. Twenty one representative sealed samples were available for evaluation. Visual inspection noted an opened sample was precluded as the needles were returned already detached. While the representative samples, the breathable pouch was opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breaking or fraying was noted while handling/loading the suture into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the needle disengaged from the suture. The load force at the point of detachment was measured and were found to meet ep mean and individual specifications. It was reported that the sutures broke at the connection of the needle and thread while suturing. The reported issue was confirmed for opened sample. The product analysis noted evidence that the device was not used as intended. It was also reported that the sutures broke at the connection of the needle and thread while suturing. The reported issue could not be confirmed for representative sealed samples. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends, breaks, or damage the connection between the needle and suture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical products: vlocm0804, vlocm0804 v-loc* 90 3-0 vio 15cm cv23 (lot#a4j1768vy) vlocm0804, vlocm0804 v-loc* 90 3-0 vio 15cm cv23 (lot#a4j1768vy) vlocm0804, vlocm0804 v-loc* 90 3-0 vio 15cm cv23 (lot#a4j1768vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic hiatoplasty, fundoplication procedure, the four sutures broke at the connection of the needle and thread while suturing. The needle was inserted through the trocar, when grasping the needle thread, the needle came loose. The four needles fell into the patient's body and all were subsequently removed. No patient complications have been reported as a result of this event.